Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 202 mg/dl at the time of incident and also went up to 500mg/dl. Customer treated with a bolus. Troubleshooting found that the pump's batteries need to be replaced every few days and the keypad buttons do not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
The pump was received with b, esc, act and down buttons unresponsive due to corroded keypad traces. No button error alarm was noted. Unable to verify the unexpected restart alarm or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to a button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corner, a broken belt clip slot and minor scratches on the display window.